Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor barrier with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #373360. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that there was poor separation of white cells on top of wax with a bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml. This occurred on 25 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: intermittent separation of cells we are spinning at rcf 1800 for 20 min at the room temperature. It is almost 1.5 years we are using this protocol and except one time we did not have problem with separation of white cells on the top of the wax.